Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The bronchovideoscope exhibited air leakage from behind the angulation control knob. Due to wear of the up/ down knob, water tightness is lost. Based on the results of the investigation and previous investigations, the most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was used without the water being dry. The issue occurred during inspection for use. There were no reports of patient harm.